Event description:
The patient came in for a pocket revision. They were unable to aspirate via the cap (catheter access port), so they elected to replace the catheter. The device system was delivering fentanyl and baclofen. The patient status was reported as ¿alive-no injury. The reason for the pocket revision and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4).